Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with atrial oversensing events on the pacemaker. The oversensing followed the atrial sensed events, but preceded the ventricular paced events. The oversensing caused inappropriate mode switching. The device was reprogrammed and the patient was stable.